Event description:
After the tha with trident ceramic liner and ceramic head, the patient felt pain and squeaking. The patient fell down once. Inclinatio pelvis is high. Revision surgery will be performed on (B)(6) 2015.

Manufacturer narrative:
An event regarding audible noise and pain involving a trident liner was reported. The event was confirmed for audible noise, dislocation and crack/fracture. Method & results: a visual inspection was performed as part of the material analysis report. The titanium sleeve exhibited two notable wear locations. There was the region where the ceramic head abraded the sleeve, and the region where impingement was taking place. The ceramic insert broke likely due to edge loading. Edge loading of the ceramic insert can cause the ceramic to break. Impingement can exacerbate edge loading. Explantation damages were observed. A dimensional inspection was not performed due to the damages described in the visual inspection. A functional inspection was not performed as the event cannot be replicated. The material analysis report concluded that: no material or manufacturing defects were observed on the surfaces examined. Impingement damage was observed on the trident insert. The ceramic insert broke along the edge where the femoral head rode high on the insert/sleeve. Edge loading is a known contra-indicated condition for this product. A review of the provided information by a clinical consultant indicated that: cup malposition in excessive inclination has contributed to impingement between stem neck and cup rim leading to subluxation of the ceramic femoral head from the ceramic liner causing point contact with an extreme overload condition in the bearing. Ceramic fracture of the liner was the end point of failure leading to revision. Findings confirmed by mar. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. Conclusions: a review by a clinical consultant concluded that "cup malposition in excessive inclination has contributed to impingement between stem neck and cup rim leading to subluxation of the ceramic femoral head from the ceramic liner causing point contact with an extreme overload condition in the bearing. Ceramic fracture of the liner was the end point of failure leading to revision.". If additional information becomes available, this investigation will be reopened.

Event description:
After the tha with trident ceramic liner and ceramic head, the patient felt pain and squeaking. The patient fell down once. Inclinatio pelvis is high. Revision surgery will be performed on (B)(6) 2015.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown trident ceramic liner (625-0t-xxx). A supplemental report will be submitted upon completion of the investigation.